Event description:
Event description guidant received information that this pacemaker has been implanted for two years and has displayed elective replaceent time. The programmed parameters are unknown at this time. The pacemaker has been removed, and returned for analysis.